Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid circumflex (cx) with mild tortuosity and mild calcification. At the beginning of the procedure, the physician had some problems advancing. Several guiding catheters and guide wires were tried causing the procedure to take a long time. Finally, a whisper ms guide wire was placed in the left anterior descending (lad) artery and a non-abbott guide wire in the cx. Then a trek 3.0x12 was advanced for pre-dilatation at 12 atmospheres (atm). There were no problems inserting the balloon to get to the stenosis. Afterward a 3.0x12 mm implant was deployed at 12 atm. The result was good and a good flow was visible. An nc trek 3.0x12 was advanced for post-dilatation with no resistance felt and prepped inside the patient anatomy. As the balloon was directly in the stenosis, it was noticed that it could not be inflated. As the balloon catheter was pulled back with no resistance felt, it was noted that there was no flow in the part where the device was implanted. The balloon was determined to be leaking outside of the patient after a test was performed with solution which showed that there were bubbles coming out of the distal end of the balloon. Aspirin and heparin were administered to treat the occlusion. Finally, a xience 3.0x15mm stent was deployed over the implant and flow was restored. The patient is fine. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine file was received and reviewed by an av clinical specialist. The cine review identified a dissection caused by the nc trek during post-dilatation of an implant. The reviewer concluded poor guiding catheter seating and flow bias to the left anterior descending artery did not allow for good visualization of the circumflex. There was possible under expansion of the implant in the circumflex. The post-dilatation balloon was positioned distally beyond the implant edge, complicated by balloon rupture after inflation. This may have caused, but cannot be confirmed, a distal dissection. The reported patient effect of dissection, as listed in the nc trek instructions for use, is a known patient effect that may be associated with the use of a coronary dilatation catheter in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product quality deficiency.

Event description:
Subsequent to filing the medwatch a cine file was received and reviewed by an abbott vascular (av) clinical specialist. The cine review identified a dissection caused by the nc trek during post-dilatation of an implant.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty or leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It was further reported that the device was prepared inside the patients anatomy. The nc trek instructions for use states: submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. The reported patient effect of occlusion, as listed in the nc trek instructions for use is a known patient effect that may be associated with the use of a coronary dilatation catheter in native coronary arteries.